Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited out of range high voltage lead impedance. It was further noted that the measurements was out of range since implant. The lead was reprogrammed. The patient was not symptomatic and was stable before, during and after the event. The patient would continue to be monitored.